Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. The results of this investigation have confirmed that the current packaging configuration had originally successfully passed the acceptance criteria as part of the packaging validation. The product as it is packed at biomet conforms to packaging requirements. The most likely cause of this failure mode was due to excessive / improper transportation and handling, which caused the agitation of the stem pouch to rub against the foam base and produce the foam particles. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip arthroplasty, foam was stuck all over the packaging of taperloc stem. There was no delay in the procedure but it is not clear what was used to complete the procedure. No adverse events have been reported as a result of the malfunction.